Manufacturer narrative:
Received one (1) used list# mc330027, 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, luer lock; lot# 14104635 no visual damages or anomalies were observed. The reported complaint of the trifuse popping off could not be confirmed. The returned sample was tested and met product specifications. The possible lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, luer lock. It was reported that the lipid line had snapped inside the trifuse and popped off during a patient's infusion. There was no harm associated with this complaint/event.